Manufacturer narrative:
The user facility submitted medwatch mw5108777 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked. The event was described as; during use, faulty valve sets were allowing the leakage of unintended ingredients into IV (intravenous) nutrition bags on the automated compounder. This was further described as this ¿was particularly occurring with lipids leaking into bags which should not contain lipids¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as other) h4: the lot was manufactured between february 09, 2022 to february 10, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.